Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing leaked by the blue fitment while infusing propofol to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the tubing leaking was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment. Inspection of the upper fitment under magnification showed no crush marks. Functional testing and pressure testing resulted in leaking from the silicone tubing. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Event description:
The customer reported that the tubing leaked by the blue fitment while infusing propofol to a patient. There was no patient harm.

Event description:
The customer reported that the tubing leaked by the blue fitment while infusing propofol to a patient. There was no patient harm.